Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. A software download was performed successfully. The patient remained asymptomatic.

Manufacturer narrative:
(B)(4).